Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient's right atrial lead exhibited an impedance problem. Patient presented for an unrelated procedure and during the procedure the lead appeared dislodged. The lead was repositioned. The patient was stable post procedure.